Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. The standby current test is 1.3a. The criteria is <55a. Pass. Meter setting, audio and all buttons function are ok. Tested the suspected meter with in house control solution and in house strips (strip lot number:d160526-1). The control solution tests for level low are 53/55 mg/dl, for level high are 260/257 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass.

Event description:
Our importer, (B)(4) received a call on (B)(6) 2016 reporting a medical intervention that occurred on (B)(6) 2016 @ 1:45pm. Paramedic (B)(6) called in stating that patient's (B)(6) neighbor informed them that (B)(6) was feeling lethargic and thought that (B)(6) was having a heart attack. The reading on the prodigy meter at the time of the event was 74mg/dl. (B)(6) had taken levemir 22 units and 10units of novolog prior to seeking medical attention. Paramedics were called and arrived approximately 13 minutes after being called. Upon arrival paramedic's tested (B)(6) glucose with their meter but it was not known by (B)(6) the actual results, only that their results were lower than the results with the prodigy meter. Paramedic's gave (B)(6) 6 ounces of orange juice twice and a peanut butter and apricot jelly sandwich to raise her glucose level. (B)(6) was not transported to ER nor did she go on her own. (B)(4) sent replacement and prepaid envelope requesting return of suspect system.